Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sinus arrest and 2:1 block. The left ventricular (lv) lead exhibited an increase of ventricular high rates recorded and fracture. The lead was capped and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.